Event description:
It was reported, the patient was going to have a revision in (B)(6) 2012 to ¿get the stimulator up in the spinal cord.¿ it was stated, the patient experienced stimulation in the wrong location and never had therapeutic effect. The patient was prepped for surgery, but the surgery could not be performed because, the patient¿s ¿number was too high.¿ the patient was unsure of the number. It was possible it was ¿coumadin¿ or ¿cholesterol¿ number was too high. Soon after, the patient needed open heart surgery as the patient had been dealing with ¿heart issues.¿ the patient did not use the implantable neurostimulator. The patient thought it was ¿in their spinal cord¿ but the healthcare professional (hcp) said ¿no.¿ it was noted that the hcp wanted to ¿try to put it in the spinal cord.¿ the stimulation had been adjusted many times with no effect. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information stated the last time the patient saw their doctor, he tried to get the stimulator into the spinal cord. It was stated ¿he could not do it¿ because some numbers were too high. The hcp was going to try again, but then the patient had open heart surgery, was diagnosed with breast cancer and hyperparathyroidism. The patient stated she would like to visit her hcp first, but other things must be taken care of first.

Manufacturer narrative:
Product ID 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 37743 lot# serial# (B)(4), implanted: 2011 (B)(6), product type programmer, patient product ID 3888-56 lot# v723674, implanted: 2011 (B)(6), product type lead product ID 3888-56 lot# v741122, implanted: 2011 (B)(6), product type lead. (B)(4).